Event description:
The complaint alleges that the reservoir bag fell while in use. The current condition of the pt is unk.

Manufacturer narrative:
The device history report (DHR) review could not be performed as the lot number was unk. The sample was not returned, however, the customer provided photographs for eval. A visual exam was performed on the photos and it was observed that the breathing bag was detached from the grommet. No other issues were found. The customer complaint is confirmed based on the photos received. It was determined that the reservoir bag was not assembled to the mask properly. Mfg personnel have been notified about this issue and were re-trained on the work instruction to avoid this issue in the future.